Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user's slow login was due to a server issue. A technical support specialist assessed the system and changed the dns server ip address and confirmed that logins are faster now. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered a "cannot authenticate" error, which impacted all staff members. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.